Event description:
Procedure:unk. According to the information as reported in the user facility medwatch report: "a laparoscopic case was being performed when the surgical stapler misfired. This resulted in a partial open bowel which necessitated converting from a laparoscopic case to an open case. There was no lasting harm to the patient as a result of this." The user facility report also classified this event as a " product problem" not an adverse event.